Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the device for analysis. Upon review of the electronic records, physio-control verified the reported issue. Physio-control then evaluated the device and was able to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a service indicator appeared and their device powered off by itself while transporting a patient. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response was received.

Manufacturer narrative:
Through review of the electronic patient record from the event, physio-control is able to provide that the patient was a (B)(6) female. Sections have been updated, accordingly. Multiple attempts have been made to contact the customer in order to obtain additional information about both the patient and the event, but no response has been received. Physio-control performed additional testing on the customer's device; however, the cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that a service indicator appeared and their device powered off by itself while transporting a patient. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response was received.